Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. During device testing, the pacemaker's rf telemetry failed. After repeated attempts the device went into backup vvi. Physician finished the implant procedure and the device was restored in the recovery room. Patient was stable throughout event.